Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer was not performing the air removal step. Customer was educated to make sure to complete cartridge air removal step prior to filling the cartridge. Caller acknowledged and understood. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no reported adverse impact to the customer¿s blood glucose level.